Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that he also had the sensor icon change on him that would mean signal is weak. Customer said that he didn't want to troubleshoot for either issue because he didn't have time. The customer advised that if it continues he call back to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.